Event description:
It was reported that catheter entanglement on guidewire occurred. An opticross imaging catheter was selected for use to view the target lesion. However during the last pullback, it was noted that the catheter and a non-bsc wire was entangled and could not be used. The catheter and the wire were then removed together. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 02:29 pm CT. The report number is being corrected from: 2134265-2018-64092 to: 2134265-2018-62335.

Event description:
It was reported that catheter entanglement on guidewire occurred. An opticross imaging catheter was selected for use to view the target lesion. However during the last pullback, it was noted that the catheter and a non-bsc wire were entangled and could not be used. The catheter and the wire were then removed together. The procedure was completed with this device. No patient complications were reported. Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed a damage on the guidewire exit hole port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.